Event description:
A pharmacy technician reported to baxter an automix 3+3 compounder that the keypad is not operating properly. This issue happened before use. Unit is being swapped. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No further information was available.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Sample evaluation: the reported issue of an automix 3+3 compounder with keypad is not operating properly was confirmed during service by baxter personnel. The root cause was determined to be unknown fluid residue between the keypad ribbon cables which caused oxidization on the traces of ribbon cables. The membrane graphic panel was replaced to correct the reported issue. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.